Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - charge time at 19.9s, may have triggered eri mode. Last vf episode with noise on multiple channels on (B)(6). MRI mode was last transmitted on (B)(6).update: the patient underwent an MRI scan on (B)(6), and the MRI mode was not activated before the scan. The recommended automatic formation re-triggered the eri battery status. Patient is scheduled for device explant. The device has not been returned at this point. The implant date was not provided.